Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/03/2025, the patient reported of receiving repeated "alert 38" and frequent occlusions despite multiple supply changes and restarts. The highest blood glucose (bg) reported was 453 mg/dl and out of range for 90+ minutes. Agent arranged for an overnight replacement ilet. While waiting for replacement to arrive, the patient will use alternative insulin therapy. Symptoms experienced by the patient during event were dry mouth and thirst. No medical intervention required.